Manufacturer narrative:
A ge svc rep performed an onsite investigation. The collimator was calibrated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a collimator iris potentiometer error. No pt injury was reported.